Manufacturer narrative:
Block e: the facility details was not provided, thus the following information are unknown: reporter name and contact info, facility name and address. Blocks g2/h10: available complaint details were obtained from the user facility report. No further information is available. Blocks h3/h6: the angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt catheter was used in a coronary procedure. During removal, the catheter got stuck inside the guide catheter and had to be removed as a system. The procedure was completed with no patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.